Event description:
Alliance registry it was reported that restenosis occurred. On november 21, 2023, the 90% stenosed lesion was located in a severely calcified proximal right coronary artery (rca). A 2.0 mm rotapro, plain old balloon angioplasty (poba) and cutting balloon were used for pre-dilatation. After pre-dilatation, a type a dissection was confirmed, however, there is no information that the action was taken to treat the dissection. The procedure was completed without any additional stent. In the physician's opinion, there was no allegation about the rotapro device performance and the rotapro device did not contribute to the adverse event. The target lesion was treated with a 4.00 mm x 20.00 mm agent drug-coated balloon (dcb). Post procedure, there was a calcified nodule. On (B)(6) 2024, angiography was performed due to recurrence of chest discomfort during exercise. Contrast angiography showed that the quantitative coronary angiography (qca) value was 70% or higher stenosis. The patient underwent percutaneous coronary intervention (pci) with effort angina pectoris (eap). A poba with dcb was additionally performed on the target lesion. There were no further patient complications, the patient was fine and fully recovered post procedure.